Event description:
Memory loss, hair loss, fatigue, depression, nervousness, wrist/fingers hurt and swell, numb hands and arms, muscle fatigue, breast tenderness, swelling of hands and fingers, malpositioned implants under arm, visible implant wrinkles, self conscious, arm weakness, problems concentrating, implant leakage, dry eyes, raynaud's, headaches, poor sleep, stiffness and tiredness, personality changes, polyarthralgias, rashes. (Also see 1003900)